Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the intra-aortic balloon pump (iabp) and was unable to duplicate the reported issue. The fse did not find electrical test fails code # 53 in his evaluation, but he did find electrical test fails code # 58 in the fault logs. However, it was dated (B)(6)2014. In addition, fault code # 57 was the only other significant error code found in the fault logs. The fse performed all functional and safety tests as per factory specifications, and the iabp successfully passed. Furthermore, the fse observed that the manual batteries in the iabp have reached their "due by replacement dates", and advised the customer. These batteries will be replaced by the customer.

Event description:
The customer stated that while in use on a patient, the intra-aortic balloon pump (iabp) alarmed with an electrical test fails code #53. There was no patient injury or adverse event reported.

Manufacturer narrative:
The facility's biomed has advised that the batteries were replaced and the iabp has been returned to service.

Event description:
The customer stated that while in use on a patient, the intra-aortic balloon pump (iabp) alarmed with an electrical test fails code #53. There was no patient injury or adverse event reported.